Event description:
It was reported to boston scientific corporation in 2008 that a flexima biliary stent system device was used during a stent placement procedure performed two days prior (patient gender, age and weight are unknown). According to the complainant, while attempting to deploy the biliary stent, there was resistance and the inner catheter stretched and failed to release. The device was removed. The procedure was completed with another flexima biliary stent system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
No consequences or impact to patient. Stretched. Resistance, physical. Deploy, failure to. Visual examination of the returned device revealed that the guide catheter was severely stretched and kinked proximal to the push catheter. The push catheter was wavy in appearance along the working length. The guide catheter was also found to be inside the stent at the distal end of the delivery system. The suture between the push catheter and the stent was twisted approximately 180 degrees. The suture was cut to remove the stent. The proximal end of the stent was deformed due to the twist in the suture. A functional evaluation found that the guide catheter could not be retracted due to the damage to the guide catheter. The most probable root cause is that during placement the delivery system was turned with the stent in the lesion causing the suture to twist between the push catheter and the stent. The suture twisting did not allow the guide catheter to be withdrawn, so the stent could be released. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.